Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 30 cm, model: 3163ans, UDI: (B)(4), serial: n/a, batch: 3773645. Common device name: quattrode lead wide spaced, 30 cm, model: 3163ans, UDI: (B)(4), serial: n/a, batch: 3773645.

Event description:
Related manufacturer reference number:1627487-2023-00279. It was reported that the patient experienced undesired nerve stimulation and discomfort at the ipg site. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue. It is unknown which lead is liable.